Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose levels and skin irritation. Caller alleges the adhesive on the infusion set cannula is not sticking to her body causing the cannula to come out and causing high blood glucose readings. No adverse event reported. Requested return of suspect device for evaluation.